Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Precision clean replacement head comes off easily, brush head loose inside mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that an oral-b precision clean brushhead came off easily while used with an oral-b power rechargeable toothbrush handle triumph 5000, and the brush head was loose inside his/her mouth. No symptoms were reported. The consumer had previously used this exact version of product. No further information was provided.